Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient¿s clinic visit on (B)(6) 2017, drainage at the driveline exit site was observed. A wound culture was taken and tested positive for staphylococcus epidermidis. The patient was started on 3 weeks of oral minocycline 100 mg. No additional information was provided.

Manufacturer narrative:
A specific cause of the reported event could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.